Event description:
I am fully vaccinated. Had cold symptoms start on (B)(6) 2021. Took a binax rapid test at home on (B)(6) and tested negative. Took a binax rapid test at a testing facility on (B)(6) 2021 and tested negative. After continuing symptoms I took another binax home test on (B)(6) 2021 and tested positive. Confirmed with a pcr at a lab. FDA safety report ID # (B)(4).